Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Duodopa therapy started (B)(6) 2016. On (B)(6) 2019 it was reported that there was some fibroma at the top of the insertion site which is being treated with topical silver nitrate. There is dirty secretion present which does not smell. The insertion site is very red and a bit moist. The patient is being treated with an unknown antibiotic.